Manufacturer narrative:
Concomitant medical products: product ID 3389-28, serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3389-40, lot# 0205492042, implanted: (B)(6) 2012, product type: lead; product ID 3389-28, lot# 0205020516, implanted: (B)(6) 2012, product type: lead. The initial MDR was filed as mfg. Report # 3007566237-2014-02462. Additional information received clarified that the correct manufacturing site was site #(B)(4).

Event description:
It was reported that low impedances were observed on a bipolar electrode. The impedance measurements were as follows: 0-1463, 1-1472, 2-3048, 3-1459, 8-3118, 9-2136, 10-2075, 11-3104, 0<(>&<)>1-2098, 0 <(>&<)>2-4008, 0<(>&<)>3-33, 1<(>&<)>2-3537, 1<(>&<)>3-2099, 2<(>&<)>3-4019, 8<(>&<)>9-4566, 8<(>&<)>10-4803, 8<(>&<)>11-6110, 9 <(>&<)>10-3562, 9<(>&<)>11-4931, 10<(>&<)>11-4456. The programmed settings were: channel 1, contact 1 (-), 3.10 v, 60 ¿s, 130 hz; channel 2, contact 9 (-), 2.00 v, 60 ¿s, 130 hz. There was no patient harm, injury, or death. No actions were taken as a result of the event. Additional information indicated the lead had not been replaced and would only be explanted as a last resort. The cause of the impedance issue was not determined. The patient was programmed to different contacts. The patient was doing well.